Manufacturer narrative:
The reagent lot number is 726637. The expiration date was not provided. The field service engineer (fse) found water droplets in the cuvettes and repaired the cell rinse station to prevent further water droplet formation. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial ca2 result was 1.71 mmol/l. The result did not match the patient's clinical picture and the sample was repeated. The sample was repeated twice and the results were 2.09 mmol/l and 2.03 mmol/l.